Manufacturer narrative:
On 11/23/2018, mentor received additional information about the event: patient underwent a breast augmentation revision procedure with the suspect medical device. Patient developed capsular contracture (baker grade ii) in her right breast after implantation. This is the reason that patient had the suspect medical device removed. During explantation surgery on (B)(6) 2018, it was observed that the suspect medical device had ruptured. Patient identifier and date of birth were received. Patient was 41 years old at the time of the event. Initial reporter was (B)(6), who is a health professional. Implantation date is (B)(6) 2002. Explantation date is (B)(6) 2018. It was initially reported that the serial number of the suspect medical device is (B)(4). New information states that the serial number is (B)(4). Patient had explanted device replaced with a mentor memorygel breast implant 400cc gel breast prosthesis. (B)(4).

Manufacturer narrative:
On 01/08/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Additional crease was found within the rent. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. With the information provided, the product evaluation (pe) team concluded the capsular contracture in the patient¿s left breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 12/12/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. As a result, the patient underwent explantation and replacement with an unspecified breast prosthesis on an unknown date.